Event description:
It was reported that the patient was having trouble giving himself a bolus with the personal therapy manager (ptm). When the patient tried to give himself a bolus, the light on the ptm would flash, then gave two ¿descending¿ tones, then showed the poor communication screen. The reporter noted this started on the date of the report, but then later stated they had been getting the poor communication screen frequently over the last month. The reporter noted ¿sometimes the ptm works perfectly¿ and that they had received this ptm in (B)(6). The patient had an appointment on the date of the report and noted ¿they changed something¿. The patient brought his ptm with him to the appointment and noted the ptm worked fine at his appointment. The patient had an appointment for another increase on (B)(6) 2013 and on (B)(6) 2013. The patient had already tried changing the batteries once, and tried a different set of batteries again, but still reported a poor communication screen. The reporter was redirected to the repair department. The pump system was being used to deliver morphine. It was further reported that the patient was to receive a new ptm and reported being in pain, and that was why he urgently wanted his ptm to arrive. The patient¿s pain was reported as ¿going on all night¿. The patient again tried delivering a bolus with the ¿defective ptm¿, and noted getting it to work once, and again noted that the ptm had only been working on and off for the past month. It was further reported that the patient was not able to give himself a bolus with the replacement ptm and reported a communication unsuccessful screen. The patient was able to give himself a bolus twice yesterday, but on (B)(6) 2013, was getting the communication unsuccessful screen again with and without the ptm antenna. The patient had noticed problems with his pump moving around and had ptm communication problems intermittently over the last month. It was noted the pump had gotten "loose" in the pocket over the last month. The reporter was redirected to the health care provider (hcp). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4) implanted: explanted: product type programmer, patient. Product ID; 8780, serial# (B)(4) implanted: (B)(6) 2013, product type catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).